Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The staple cartridge was not returned for evaluation preventing from reliably determining the exact cause for the difficulty reported.

Event description:
During a thoracoscopic bullectomy procedure, the approximating lever did not close. The surgeon applied another device without patient injury.